Event description:
The pt underwent implantation of an itrel ipg and lead system for treatment of chronic intractable pain of the trunk/limbs. The pt walked through a security device at a dept store on 7/16/2000 and experienced a strong electric surge. Afterwards, pt immediately noticed a reduction in the power of the device. The pt walked through another security device at another store on the following day. The pt underwent explantation of the ipg in 2000. The device was returned to the MFR for analysis.